Manufacturer narrative:
D10 concomitant products: sigadaptshort, sig power sigadaptshort lin short adapt (serial#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a lobectomy, the reload instrument broke. The lock ring broke when the surgeon applied high force to articulate the reload, resulting in the connection between the reload and the short adaptor breaking. The broken part did not disengage. The issue was resolved by replacing the short adaptor with another one after firing the reload. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d3 (manufacturing name, street, manufacturing city, d4 (unique identifier (UDI) #), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received.the device was not returned, but a photo was available for evaluation. Visual inspection noted that an adapter and curved tip reload were visible.the reload was broken in two at the reload adapter. The broken proximal end of the reload was stuck in the distal end of the signia adapter. It was reported that the instrument broke. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.